Event description:
It was reported that a hospital implant registration form was received, and it was noted that the right ventricular lead exhibited noise and it was explanted and replaced. The patient was in stable condition.